Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter; product ID 8781 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6) ubd: 2020-07-28, UDI#: (B)(4) h3: analysis of the pump revealed no anomaly. The returned pump was interrogated and as per the logs gablofen with concentration 500.0 mcg/ml was being administered at a dose rate of 111.17 mcg/day as of (B)(6). Analysis of the catheter (model 8781, serial# hg2qq4613) revealed the catheter pin connector/collet was not fully locked into place in addition to damage to the transition tubing. H6: the results code 213 pertains to the pump. The conclusion code 22 remains applicable to the pump. The results code 114 and conclusion code 22 pertains to the catheter analysis finding of the pin connector/collet not fully locked into place. The results code 180 and conclusion code 4315 pertain to the analysis finding of damaged transition tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump was wearing through the patient's skin covering the pump pocket. A pocket revision had been planned for (B)(6) 2019. The issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.